Event description:
At a later date, additional information was received that the atrial lead was explanted for an unrelated product performance issue and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the electrode end found the helix was fully retracted. There were no signs of damage or any anomalies that would have contributed to the pericardial effusion. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) and right atrial (ra) leads, the patient experienced a pericardial effusion. The physician reported that the effusion was a result of one of the implanted leads, but it is unknown which lead contributed to the incident. No interventions or corrective actions were taken and the implant procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Both leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.